Event description:
A technician reported eye tracker issues that occurred during the procedure. The reporter indicated they were able to complete the procedure by turning up the lights in the room due to the color of the patient's iris. The customer indicated that there was no adverse impact, at postoperative visit.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).